Manufacturer narrative:
(B)(4). A follow-up medwatch report will be submitted when the evaluation results or if additional information becomes available.

Manufacturer narrative:
(B)(4). The device will not be sent back to baxter for evaluation. The customer plans to service the device onsite. A service history review has been performed and the device has not been previously serviced for the reported condition.

Manufacturer narrative:
(B)(4). Additional information: baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional information be received, a follow-up medwatch will be submitted.

Event description:
The facility representative reported an syndeo pump with a condition of the patient overinfusion with three doses in a short period of time. The amount overdelivery is unknown. This condition occurred during patient therapy. It's unknown it there was any patient injury or medical intervention necessary. According to the hospital representative there was no patient death associated with this report. No additional information is available.